Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Email address unknown, information not provided. (B)(4). The device was discarded and not returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens into the patient left eye, there was a loading and folding issue and an incision enlargement was required. The complaint iol was discarded. The outcome did not significantly interfere with activities of daily life. No additional information was received.